Manufacturer narrative:
Explant date: if explanted; give date: na (not applicable) there is no suggestion that the lenses have been explanted. Initial reporter address and telephone number: unknown. Device manufacture date(s): unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the doctor that he has had a number of cases where the trailing haptic of the intraocular lens, (iol) is twisted and to the left and under the optics. Doctor reports repeated occurrence of twisted trailing haptics. Unfolding takes longer and adds over a minute to the case. No injuries have been caused as a result of this matter. The doctor noted that this occurs between 20-40% of the lens implants since (B)(6) 2015. The exact number of events where this has occurred was not provided. No further details were provided.

Manufacturer narrative:
Further information was provided on the event. Haptic twisted and it sticks to the posterior surface of the optic. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A product evaluation/investigation was not performed as no product was returned. A product manufacturing record review could not be performed as serial number of the lens was not provided/known. The directions for use (dfu) for the tecnis pcb00 lens series was reviewed. The dfu adequately provides instruction and precautions for the proper use and handling of the intraocular lens. No product was returned, a manufacturing record review was not performed as no serial number was provided; therefore, the customer's reported complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.